Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Samples from (B)(6) 2014 from the patient were submitted for further investigation. Using a cobas e601 analyzer, the results obtained by the customer were confirmed. The results obtained from a centaur analyzer were significantly higher than the cobas e 601 analyzer and the abbott architect. Testing of the samples spiked with ca 15-3 antigen and with a 1:10 dilution demonstrated an under-recovery of ca 15-3. These were indications of a high concentration of anti-idiotype antibodies in these two samples. This interference is documented in product labeling.

Manufacturer narrative:
Additional information was received stating all results were sent to the "oncologist prescriptor".

Event description:
The customer received questionable cancer antigen 15-3 (ca 15-3) results for one patient. On (B)(6) 2014, the result from an abbott architect was 436 ku/l. On (B)(6) 2014, the result from the cobas e602 analyzer was 33.5 u/ml. On (B)(6) 2014, the result from the cobas e602 analyzer was 36 u/ml. On (B)(6) 2014, the result from the cobas e602 analyzer was 33.1 u/ml. On (B)(6) 2014, the result from another roche analyzer was 33 u/ml. It was unknown if any of the provided results were generated from the same patient sample. Clarification was requested, but was not provided. Information concerning which result was reported outside the laboratory was requested, but was not provided. Information concerning if the patient was adversely affected was requested, but it was unknown. The ca15-3 reagent lot number was 175902. The expiration date was requested, but was not provided.